Manufacturer narrative:
B3: updated. D3, d4: updated. D9 - date returned to MFR: 22-apr-2026. H3 and h6 codes: updated. Five (5) used samples and fifteen (15) unused samples were received for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no damage or anomalies. Functional testing was conducted, and no leaks were observed in any of the five used and fifteen unused samples. The reported complaint of air-in-line could not be confirmed or replicated, and a definitive root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient reached out yesterday regarding ongoing issues with air appearing in the bags after priming and preparation without any visible air however, after the bags sat for some time, visible air was observed. There was patient involvement and no harm/adverse event reported. This report captures one of five occurrences.